Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the catheter separated from the hub on two different patients, and in both cases the device had to be replaced after approximately one day. It is unknown if the catheters had the same lot number.